Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via phone call that the insulin pump alarmed no delivery. The no delivery alarms continued after changing the infusion set a few times. Customer's blood glucose level was 419 mg/dl. The customer treated his blood glucose level with the insulin pump and went to the hospital on (B)(6) 2016 for a diabetic ketoacidosis. The customer's blood glucose level was treated with insulin drip at the hospital. The device was not returned.